Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo mid femoral lesion with no tortuosity. The 5.0 x 80 mm armada 35 balloon dilatation catheter (bdc) was inflated to 8 atmospheres. However, the balloon only partially deflated for removal. It was confirmed the ratio of contrast to saline was 50-50 and negative was pulled for 30 seconds. Although the balloon was still partially inflated, it was removed from the patient anatomy, with minimal resistance, through the introducer sheath. The procedure was completed with a non abbott drug coated balloon. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional testing was performed on the returned device. The reported deflation difficulty was not confirmed. The reported resistance met during removal could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported deflation difficulty and the reported resistance met during removal appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.